Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 24. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility.no further patient complications were reported.